Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer¿s investigation conclusion: the reported event of a broken screen on the controller¿s display was confirmed during evaluation of the returned heartmate 3 system controller (serial number (B)(6). During testing, the screen was found to be slightly distorted, and vertical lines were noted. The parameters of the system were still found to be visible when the display screens were navigated. The system controller was functionally tested and was found to perform as intended, aside from the observed display issue. The issue was isolated to the liquid crystal display (lcd) screen component. The component was replaced and the display issue resolved. A log file was also downloaded from the controller upon arrival, on 16oct2024 at 11:36:57, driveline disconnect, and associated alarms activate, consistent with the reported controller exchange. The pump was able to maintain speeds above the low-speed limit when the driveline was connected throughout the reported event date. Pump operation was not affected. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, a further cause for the damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had a broken screen that was whited out. The controller was exchanged.